Event description:
A patient reported experiencing inaccurate low results with a sse meter. The patient's blood glucose results were 150mg/dl versus 229 lab. Tests were done within 10 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.